Manufacturer narrative:
Device is a combination product. Age at time of event - 60's.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal right coronary artery. A 3.00 x 38 synergy drug-eluting stent was advanced; however, resistance was encountered. The physician took out the device and it was noted that one of the stent strut was flared out. A different stent with the same model was pulled out and completed the procedure. No patient complications were reported and the patient was fine.